Event description:
A report was received that the patient was experiencing a burning sensation on her left side where the ipg was, whether stimulation was turned on or off and a burning pain in the low back when the stimulation was turned on. It was also reported that database analysis revealed the patient¿s leads had high impedances and was causing the patient to feel a zing in different postural positions. The patient was also experiencing soreness due to a lump in the back and the physician thought it might be how the site of the clik anchor healed. The physician stated that there was probably lead malfunction due to the wrong anchors used. The anchors were non bsc. The physician was not sure why the lead broke. The patient underwent a procedure wherein the leads were replaced and the burning went away. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model #: sc-3138-35, serial #: (B)(4), description: scs phiii ext 35cm. Model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator. The explanted leads were not returned to bsn as they were kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.